Event description:
In 2005, the customer reported several pts with 1st - 2nd degree burns following lightsheer hair removal treatments. Customer was provided with a loaner lightsheer system during service of the customer lightsheer system. In 2005, customer reported injuring a pt after treating pts with the loaner. Customer had an xc and the loaner was an ec model.

Manufacturer narrative:
Per lumenis service, the customer lightsheer system had a dirty sapphire tip. This foreign material appears to be the root cause of the incident. The service depot removed the debris with acetone. Device energy was within specifications. Per lumenis service depot, lightsheer loaner unit was within specifications. Sapphire tip was clean. No root cause could be determined for the incident with the lightsheer loaner system. Lumenis service affixes a note to the screen of loaner systems to advise customers to perform test spots as the loaner system might differ from the system the customer is use to. One possible reason for the burns with the loaner could be that the customer did not do test spots prior to using the loaner. Add'l serial number (B)(4).